Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a pocket infection. Necrosis was noted around the device can. The patient was transferred to a different hospital were they underwent a generator replacement. The patient's condition throughout the procedure was stable.

Manufacturer narrative:
Analysis was normal, no anomalies were found.